Manufacturer narrative:
(B)(6). The device was manufactured from march 25, 2019 - march 26, 2019. The actual devices were not available; however, a photograph of both samples was provided for evaluation. A visual inspection of the photograph was performed, and the pictures did not clearly show evidence of leak from the two units. Due to the nature of the sample no further testing could be performed: therefore, the reported problem could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two large volume infusor leaked from an unspecified location. The reporter stated the blue winged cap was closed. The set was filled with 0.9% normal saline and 240ml endostar. There was no patient involvement. No additional information is available.